Manufacturer narrative:
(B)(4). Device was manufactured between march 20, 2015 and march 24, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate ruptured during infusion. The device was filled with 1.5 grams of teicoplanin and 250 ml of saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.